Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose reading of 400 mg/dl. The customer stated the infusion set tubing came apart at the quick release. The customer reported the pump was in the right pocket and the site was on the left side of the abdomen. The customer reported being very active leading up to the incident. The insulin pump will not be returned for analysis.